Event description:
Mom pinnacle litigation record received. Patient alleges heavy metal poisoning from the toxic heavy metal released, pain pain, injury to muscle and tissue, suffered additional scar tissue formation and will have replacements with decreased longevity, metallosis, ,metal wear, metal poisoning, loss of enjoyment of life, limitation of daily activities, physical disability, emotional trauma, and distress. Doi: (B)(6) 2009 - (B)(6) 2022 (unk hip).

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided. H6: clinical code: metal related pathology (e1618), is used to capture metal poisoning and blood heavy metal increased.

Event description:
After review of the medical records, the patient was revised to address metallosis and pseudotumor. Resulting to limited adl. Operative finding reported a very large 10 pseudotumor was found in the muscle plane underneath the tfl and extending over the vastus distally measuring 15 cm in length by 12 cm in width with fluid distention present. Metallosis was found in the fluid. During capsulectomy extraction, instruments were used in a sequential manner .and the rim of the shell cup was attempted to be released. It was apparently, cold welded. It would not move. After attempts in breaking 1 instrument, it was decided to extract the cup. Doi: (B)(6) 2009, dor: (B)(6) 2022, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.